Event description:
Additional information received reports that the patient has uncomfortable stimulation.

Manufacturer narrative:
Correction b5: additional information received reports that the patient has uncomfortable stimulation. Correction h6: coding was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has ineffective stimulation due to high impedances and is unable to enter MRI mode. The investigation did not determine which lead attributed to this issue. Surgical intervention may be pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.